Event description:
It was reported that during an unspecified procedure it was noted that the drainage catheter fractured and left a piece in the pt. The multi purpose drainage was placed to drain a fluid collection in the chest. The catheter was removed. Approx 5 months later the pt returned for an imaging appt. And the fractured tip was noted inside of the pt. This had not been noted at the time of the index procedure. There were no pt issues or complications.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.